Manufacturer narrative:
Please be advised that per the new matrix on 12/06/2013, this event is being classified as a serious injury. It has been communicated that the device is not available for evaluation. Without the device it is not possible for codman to conduct a proper investigation. Since a lot number has been provided a review of the manufacturing records have been conducted and they revealed that the device conformed to all manufacturing and quality testing/inspection specifications prior to being released to stock. If at some point the device is returned for evaluation this complaint will be re-opened and investigated. Based on this evaluation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed. Device not returned.

Event description:
The affiliate reported that (B)(4), opened a new 80-1404 box before handing over to a hospital and found that there were only 19 packages instead of 20.